Manufacturer narrative:
This supplemental report is being submitted to provide additional information (d8, d9, h4) and the legal manufacturer's final investigation results. Based on the results of the investigation, an octagonal image was likely not displayed because communication with the scope failed due to poor contact of the video connector socket; however, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image. It is unspecified when this issue occurred. There were no reports of patient harm.